Event description:
Device #1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified right common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a second proglide was used but resulted in a needle-to-cuff miss. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional info was provided.

Manufacturer narrative:
The proglide instructions for use (IFU) state, under special pt populations, the safety and effectiveness have not been established, in pt populations: "pt with femoral artery calcium which is fluoroscopically visible at the access site." Device #2 proglide, part # 12673-03, lot # 77047-6h, is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete.